Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed due to frozen screen display. Manual "try it" tests were performed an and failed due frozen screen display. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.